Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a broken sensor two weeks prior to her call. Pt stated that she could see a retained sensor fragment protruding from her skin following removal of the sensor. Pt was unable to remove the retained fragment with tweezers and reports mild discomfort at the insertion site. The sensor was discarded and is unavailable for eval.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.